Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t-wave oversensing was observed. Reprogramming was recommended to solve the issue. There was no report of adverse consequences for patient.